Manufacturer narrative:
Concomitant medical products:¿ product ID 8784 lot# serial# (B)(4). Implanted: (B)(6) 2016,explanted: (B)(6) 2022 product type catheter information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4). , ubd: 16-jul-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing lioresal (baclofen) (2000 mcg/ml at 1063 mcg/ml) via an implantable pump for intractable spasticity and cerebral palsy. It was reported that during an elective pump replacement due to eri (elective replacement indicator), the physician aspirated the catheter through the old pump and saw air in the syringe. There were no patient issues. It was unknown if there were any factors that may have led or contributed to the issue. They replaced the pump and reconnected the old catheter and had the same air in the syringe. They suspected a ¿leak¿ on the sutureless pump connector. The sutureless pump connector was replaced and corrected the air in the syringe when aspirating. The issue was resolved at the time of report. The patient's weight and medical history were asked but will not be made available. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
H3 ¿ analysis of the catheter found ¿sutureless connector - coring seen in the seal material down in the cup - leaks were observed during leak test¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.